Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 438 mg/dl at the time of incident. The customer was assisted with troubleshooting and declined for high blood glucose. Customer did auto mode at the time of the incident. Customer reported that his glucose meter and transmitter was not connecting to his insulin pump. Customer confirmed that he did not had any other alarms and that he just removed the battery for too long to avoid the alarms. The insulin pump will not be returned for analysis.